Manufacturer narrative:
The device history record (DHR) review could not be performed because no lot number was provided. No samples or photos were received for evaluation. The reported condition could not be confirmed. A walk through of the process was performed, and all process and controls were found properly followed. Based on the historical review, a corrective and preventative action (CAPA) was opened to further investigate the issue as the assembly operation is manually performed by production personnel. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the tube broke during patient care in the ICU.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.